Event description:
The valve couldn't get programmed again. Additional information on 3/12/2015 explained that the patient received a revision as a result of the problem.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available at the present time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, as well as a tear in the silicone housing distal end, this could be due to a sharp or pointed object coming into contact with the silicone housing, it could not be determined if this happened during implantation or ex-plantation. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested. It leaked from the tear in the silicone housing distal end. The valve was reflux tested, the valve passed the test. The valve was then pressure tested. The valve passed the test. No root cause could be determined as the valve functioned. Review of the history device records confirmed the valve product code 82-3100 with lot crddj7, conformed to the specifications when released to stock on the 14th may 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device was removed and will be sent back for evaluation after decontamination. Upon completion of the investigation a follow up report will be filed.